Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The complaint includes the patient was experiencing nasal/throat irritation or soreness and eye irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported incorrect information in section b5. The correct data is: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of presence of particles in the device and also the patient is having nasal/throat irritation or soreness, eye irritation, sore throat, headache, coughing up blood. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section g3 is updated with new information. Section h6 is updated with new information in health effect - clinical code.